Event description:
It was reported that the balloon catheter was entrapped on a guidewire. A ranger drug-coated balloon (dcb) was selected for use in an angioplasty procedure located in the leg. While advancing to the target lesion, it was unable to move forward or backward. There was a kink in the shaft. The device was removed, and a new device was used to complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).